Event description:
Synovitis [synovitis]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient with osteoarthritis (kellgren-lawrence, grade IV). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous medical device implantation with synvisc (two courses) and age at the time of first course was (B)(6). On (B)(6) 2009, the patient initiated treatment with first intra-articular synvisc (hylan gf20) injection of the third course in the right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2009, the patient experienced synovitis in the right knee and was treated with intramuscular depo medrol (methylprednisolone acetate). On (B)(6) 2009 (48 hours later), the patient recovered from the event. The action taken with synvisc treatment was not provided. Relevant concomitant medications were not provided. The intensity for the event was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification results is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.